Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 500mg/dl, associated with a radio frequency communication failure. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump emitted an ¿unable to communicate¿ warning. The pump and the meter were not paired. The blood glucose excursion occurred while the patient was off the pump and using an alternative insulin delivery method. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.